Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins battery doesn¿t last very long. The patient stated that they used to have to charge weekly and now they have to charge more frequently. The patient also reported that they were concerned that their stimulation was turning off unexpectedly. It was reported that the stimulation would turn off suddenly when the patient is gardening. The patient noted that sometimes they will go to sync with the patient programmer (pp) and increase the stimulation, but it will feel like the stimulation turns back on before they even get to increase it. It was reported that adaptive stimulation was enabled on the ins. The patient was instructed to keep a diary of when the issue occurs and planned on following up with their hcp the following week. No further complications are anticipated.